Manufacturer narrative:
The date of manufacture was unavailable at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ez-change canister assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.